Manufacturer narrative:
(B)(4) is not distributed in the united states; however, is a device of essentially identical design distributed in the united states. Applicable 510k# for united states distributed part is k791045. The sample associated to this report is currently in transit to the manufacturing site for analysis. If significant information is identified from the investigation, a summary of the investigation results will be provided in a supplemental report.

Event description:
The company received a report where it was claimed that the cuff developed a leak during patient use. The end clinician elected to extubate and reintubate with a replacement tube.